Manufacturer narrative:
G5. PMA / 510(k)#: k020322, k021954, k022172, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k082538, k082852, k082913, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ pmic-106 no mic was given for the drug levofloxacin for a patient enterococcus faecium isolate (424161535982). No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ pmic-106 no mic was given for the drug levofloxacin for a patient enterococcus faecium isolate (424161535982). No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for no mics for levofloxacin (lvx) with enterococcus faecium when using phoenix panel pmic-106 (catalog number 448416) batch number 4017431. The customer did not return phoenix generated lab reports, panels or isolates but provided binary files for the investigation. To investigate, three retention panels each of complaint batch 4017431 were inoculated with in house and qc isolates e. Faecium 4295 and e. Faecium a19434 and placed a phoenix m50 machine to evaluate for lvx mic results. Also, one control panel each from the same material but different batch were inoculated within house and qc isolates e. Faecium 4295 and e. Faecium a19434 and placed a phoenix m50 machine to evaluate for lvx mic results. All panels tested returned the expected results for lvx within parameters. This complaint is not confirmed. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.